Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. The irrigation holes on the new qdot micro catheter were clogged after introducing the catheter in the body. The device evaluation was completed on 15-aug-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was attempted; however, no irrigation could be performed due to irrigation tube was found occluded with reddish material in the middle shaft area. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 07-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a qdot micro catheter. The irrigation holes on the new qdot micro catheter were clogged after introducing the catheter in the body. The catheter was pulled, and irrigation was re-checked and confirmed not irrigating and clogged. The new qdot micro catheter was replaced and the problem was resolved. The case continued. No patient consequence reported.